Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that a suture on the customer's 4.5mm healix advance br anchor broke while the surgeon was tying a knot during a rotator cuff procedure. The sales representative stated the surgeon still used the other two sutures with this anchor in the patient with proper fixation and complete the procedure with no patient consequences or delays. The device is not coming back because the anchor was still used. There was no delay. No further details were available.